Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 1100 mg/dl and was hospitalized with symptoms of abdominal pain, thirst, nausea, dehydration, vomiting, difficulty waking up and unspecified ketones. The patient was allegedly treated with insulin via injection and intravenous fluids. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the basal totals. This variation was determined to be due to the basal edit menu being accessed. The other basal and bolus recordings matched the expected values. The reporter stated that the patient¿s healthcare provider made edits to the pump¿s basal and history settings in related to this event. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: the pump history shows an auto off on (B)(6) 2016 06:08, the next prime was recorded on (B)(6) 2016 07:45. Eaw174 ¿ basal edit not saved was recorded on (B)(6) 2016 10:29 indicates the user attempted to edit the basal rate but did not select save. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Cover crack observed between corner of display lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.